Manufacturer narrative:
The product information (d4) was not provided. The manufacture date could not be determined and lancets are not 510(k) cleared.

Event description:
The caller stated an employee in their restaurant was accidentally punctured with a used microlet lancet left by an unknown customer. The employee immediately washed his hands with antibacterial soap and applied alcohol. He went to the hospital where his blood was drawn for further testing. He was given medication to take. Specifics were not provided.